Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2012; imx49b implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the device is sometimes withholding ventricular tachycardia (vt) therapy and labeling it as supra ventricular tachycardia (svt.) Device reprogramming was recommended. The device remains in use. No patient complications have been reported as a result of this event.